Event description:
It was reported while using bd ultra-fine¿ insulin syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: aspirating medicine with a ready-to-use sterile syringe on the operating table, after removing the needle cap, the sterile needle is found wrapped in plastic.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1012907. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: aspirating medicine with a ready-to-use sterile syringe on the operating table, after removing the needle cap, the sterile needle is found wrapped in plastic.